Manufacturer narrative:
(B)(4). Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. The insulin pump was received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, stained keypad overlay, cracked retainer and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had power error detected alarm. The blood glucose was 10.6 mmol/l at the time of the incident. Troubleshooting steps were guided for power error detected alarm. Customer reports pump has not been exposed to temperatures below 5 degree celsius. Customer previously called to report power error detected. Power error detected recurred within a week of troubleshooting of previous occurrence. Customer advised to replace the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.